Event description:
According to the available information the balloon burst.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9404768 after disinfection of the used sample, it was tested and no bursting was observed. Balloon was inflated with 15ml of water and we observed that the balloon was pierced, with a very small hole. All the catheters are 100% tested before packaging and no information was received from hospital regarding the use of a needle; therefore, no root cause can be identified. A risk management file evaluation was performed and concluded that the residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.